Event description:
It was reported that during a hand assisted nephrectomy procedure, the staples did not all come out when the device was fired. The device cut completely, but did not staple completely. This occurred on the initial firing of two devices. The surgeon used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.